Event description:
Following is the report by the executive director, worldwide medical affairs, advanced tissue sciences, inc., who became aware of this event on 7/27/2000 by customer care at smith & nephew, largo fl. This pt was treated for a partial thickness scald burn less than 20% total body surface area, mostly on the feet and legs, at the medical center. Debridement of the burn took place less than 12 hrs post-burn in 2000 and transcyte was applied. Two days later the pt appeared septic and developed symptoms of toxic shock syndrome (tss) with widespread macular rash, hypotension, hypoperfusion, and hypoxia. The transcyte was removed the next day. The child was treated with silvadene (ssd), intubation, pressors (dopamine, epinephrine), fluids and antibiotics. Swab wound cultures grew staphylococcus aureus (4+) and "sna" (4+). Transcyte was removed, the wounds cleaned and treated with ssd, and systemic antibiotics administered. The child recovered and was discharged from the hosp on 7/12/00. In reporter's opinion, the relationship of transcyte to the tss is possible. It is difficult to determine causality in these cases. However, the only systematic data relating to this area from edwards-jones [burns 26 (2000) 323-333] which surveyed burn units in the UK. They found tss occurred in 2.5% of children with burns, usually small burns. They found no relationship between type of dressing used and the occurrence of tss. For that reason, reporter's opinion is that there was no relationship between transcyte and this case of tss.